Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the color bars are displayed due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the screen does not appear at startup due to a band imaging board failure, stain was noted due to lcd deterioration, and the screen had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had no image when the power was turned on. There was no harm or user injury reported due to the event.